Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. Fse found there was no image displayed on either the control room or examination room screens. Upon troubleshooting, fse checked the m cabinet and found the suite pc had failed to power on. The input power to the suite pc was working fine. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis; however, to resolve the issue, fse replaced the suite pc, reinstalled suite pc software, and imported a new license file. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.